Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported an elevated blood glucose level of 1100 mg/dl. Reportedly, customer required assistance from their spouse who drove them to the emergency room (ER) where they were admitted to the intensive care unit and was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2023 with issue resolved. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.